Event description:
It was reported that the video monitor on the 2800 system is flickering and goes out. It was noted that the main monitor on the cart is functional. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the display adapter board pcb and cable. The system was tested and found to be working as intended and placed back into service.